Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 6947 implantable tachy lead 2012 (B)(6); 4195 implantable pacing lead 2012 (B)(6); 5076 implantable pacing lead 2012 (B)(6). (B)(4).

Event description:
It was reported that the patient received an inappropriate burst of antitachycardia pacing therapy for an episode of t-wave oversensing (twos). Therapy was not withheld due to the implantable cardioverter defibrillator (ICD) not having software loaded that would allow for r wave discrimination. The clinician was advised how to obtain the software. The ICD and right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.